Event description:
Per the clinic, the patient experienced a performance decrement with device use. The processor was returned to the manufacturer for analysis, and replacement equipment was provided. No reports of patient injury are associated with event.